Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device information indicated that the battery status shows a used battery capacity of 1563.7 mah. The device battery longevity was not calculated due to the programmer software not expecting a used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: (B)(4) lead implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the device would not correctly display the battery longevity upon interrogation. It was determined that the used battery capacity was greater than the programmer software could calculate, and the device was approaching elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.